Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of unspecified access sets had air in the tubing during infusions. Clinicians were observing siphoning of the primary bag when secondary infusion rate was running at 200 ml/hr. They were unable to fully 'run dry' the secondary infusion tubing without the primary line getting an air bubble and effecting a subsequent infusion. The sets were also not easy to prime. These issues occurred during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.